Manufacturer narrative:
The lot numbers were not provided, and lot history reviews could not be performed. The devices have not been returned for evaluation; therefore, the investigations are inconclusive for the failure to cycle and difficult to remove as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown encor probe biopsy instrument model allegedly experienced difficult to remove and failure to cycle. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a (B)(6) year-old female weighing (B)(6) lb; the other patient's age, weight, and gender were not provided.